Manufacturer narrative:
This event is being reported as part of a remediation project.

Event description:
It was reported that a mesh was implanted for laparoplasty. 3 days later, the patient felt pain and nausea (vomiting seven times). This was due to a cluster close to the sponevrotic fascia. The infection has been traited successfully by antibiotics.